Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6). The device was returned to the factory for evaluation on 11/25/2025. An investigation was conducted on 11/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000499089 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the wire on the vasoview hemopro 2 came off during the procedure. The heater wire detached about 15 minutes into the harvesting. (B)(6) was the harvester. The procedure was completed using a new device. There was no patient harm and no delay.